Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular leads were revised. Attempts to gain additional information were made to no avail. The leads remain in use. No patient complications have been reported as a result of this event.